Manufacturer narrative:
The returned cable was evaluated. During testing the unit was revealed to have a broken wire inside the ch connector which caused the device to not function. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reports uspo2 cable intermittently functions when cable is moved around. There were no consequences or impact to patient reported.